Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and high impedances. The sensing polarity was reprogrammed, and the patient was sent home, but lia triggered again. The patient was evaluated and noise was reproduced with the patient¿s arm motions. The lead remains in use. No patient complications have been reported as a result of this event.